Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported 'battery loose, keeps making pump turn off' which was verified through a review of the event history log by the presence of 'improper shutdown!' Messages. The allegation was not reproduced during service. Evaluation observed the battery unit attaches to pump as expected, and the pump was able to power on with the module and remain on during the test session. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was loose and kept making pump turn off. There was no patient involvement. No additional information is available.